Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Pt had evar procedure on (B)(6) 2013 for aortoiliac aneurysm (aortic diameter - 50mm; left iliac diameter at aortic bifurcation - 23 mm; right iliac diameter at aortic bifurcation - 30 mm). Iliac aneurysm classification v. Completion angiogram showed pt devices with no evidence of external compression, flow-limiting kink, thrombus, or endoleaks. On (B)(6) 2013 (47 days post-procedure), pt experienced amputation related to lower extremity. Follow-up CT on (B)(6) 2014 (78 days post-procedure), showed no change in the aneurysm status, no external compression, no flow-limiting kink, no migration or endoleak. There was occlusion of the right iliac leg and thrombus in the main body and right iliac leg.